Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions and filament driver board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down without command. No pt injury was reported.